Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and low blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: bp1a.250405.007.b1. Smartphone hardware: pixel 7 pro. Cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with low blood glucose levels. The patient reports the controller application had been asking for a four digit code. The patient was later assisted on a separate case as they had downloaded the incorrect application and was unable to use their controller. The patient reports going to the hospital emergency room. No treatment information has been provided.